Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a pacing threshold test at follow-up, loss of capture and t-wave oversensing were observed when amplitude was decreased. Device was left in original settings. The patient condition was good.